Manufacturer narrative:
(B)(4). Date sent: 12/21/2025. D4: batch #614d20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and one cecr60g reload(b), two cecr60b reload (c, d) present, the reload (b, c) was received partially fired 1/16. The reload(d) was received partially fired 1/3, with the pan detached from the reload. The device was tested for functionality in the straight position with reload (b, c) and achieved their complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples met the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9861r, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 614d20, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy procedure, it was observed that the device would not fire. Changed to another three but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.